Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion quattro extraction balloon was used. The balloon integrity was verified prior to use by inflating the balloon and the device functioned properly. During the first sweep of the duct, the balloon inflated properly but would not deflate. Difficulty was not encountered removing the balloon from the pt¿s duct. The physician opened up a new one to complete the procedure. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrences. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.